Event description:
During a lap chelecystectomy procedure, the first device locked on 2nd clips. Had to force the jaws open by the handle. With the second device, advanced clip, fire it and a piece broke off the end of it. Not sure if piece was the jaw or cam. Was able to retrieve piece. No patient consequence.